Event description:
The medical center had an impella cp support placed via the femoral artery. The femoral was observed to be perforated. The team treated the perforation by blood products and covered stenting. The patient was stable after explant and the patient was sent to the ICU on no hemodynamic support.

Manufacturer narrative:
The medical center returned the impella pump for analysis. The investigation is on-going at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The product had no defect observed at inspection of the impella pump. When the clinical report was reviewed, the team had reported that excessive force was applied when advancing the pump. The patient injury of vascular damage was due to a user error. The failure mode will be monitored and trended.